Manufacturer narrative:
Cancel and close s/w ver 4.10e retainer = missing case type = ngp the customer returned the pump for alleged insulin flow blocked alarms, scratched screen, and cracked reservoir tube found on (B)(6) 2023. The pump was received with a partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A test p-cap and reservoir were installed and did not lock in place due to the broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals there were two (2) no delivery (insulin flow blocked) alarms ((B)(6)2022 basal) and ((B)(6)2022 (bolus wizard) that occurred. The pump passed the rewind test, prime/seating test, basic occlusion test, and force sensor test however, unable to perform the displacement test and occlusion test due to the broken reservoir tube lip and missing retainer. Received a pump error 63 alarm during the self test. Downloaded the pump history file after the pump error 63 alarm during testing. Verified the pump error 63 alarm during the self test was a (variableinfo 3) alarm and was triggered due to a broken trace at pin 1 (vdd) u1 on the keypad assembly. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, and inside of the battery tube. The following were noted during the physical inspection: minor scratched lcd window, missing retainer, partially broken reservoir tube lip, scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, missing serial number label, end cap address label faded and peeling, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer, partially broken reservoir tube lip, missing reservoir tube o-ring, and minor scratched lcd window are confirmed. Insulin flow blocked alarm complaint is unknown due to the damage at the reservoir tube/retainer area. Pump error 63 alarm is confirmed due to a broken trace at pin 1 (vdd) u1 on the keypad assembly. Moisture damage was found during the physical inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump has screen scratches, a cracked reservoir, and no delivery alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not and the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.